Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, such as plugging the charging cable into a different usb port and using a different wall adapter, but the issue persisted. Following this, tandem technical support decided to replace the pump. The customer agreed to use a backup therapy method, mdi, to ensure insulin delivery was not interrupted, and understood the return process for the malfunctioning pump.